Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a fistula revision. An attempt was made to inflate the armada 35; however, it could not be inflated. There was a leak at the connection of the indeflator and hub of the catheter. There was no resistance during advancement to the lesion. No issues were noted during device preparation. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and pressurized which confirmed a leak at the base of the strain relief tubing. A review of the complaint handling database found no similar incidents from this lot. Based on the reported information, abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing and design issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.